Event description:
The hcp reported the patient was experiencing increased pain, itching, and shortness of breath. The hcp admitted the patient to the emergency room with withdrawal. The patient was given morphine with an improvement in the shortness of breath. The increased pain and some itching remained. A follow up report will be sent when additional information is received.